Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated falsely elevated ca 19-9 results for one patient sample. The architect generated an initial ca 19-9 result of >1200 u/ml and diluted results of 590.97, 434.47, 619.41, 415.02, 1682.05, 1005.82, and 739.64 u/ml. An alternate testing method generated a ca 19-9 result of 90 u/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, panel testing, a search for similar complaints, and a review of labeling. Panel testing showed the likely cause lot is performing per specifications. Tracking and trending did not identify any atypical complaint activity related to falsely elevated results. Labeling was reviewed and found to be adequate. The sample in question did not dilute linearly, when treated with neuraminidase did not decrease, and did decrease when treated with heterophilic blocking; indicating an interferent in the patient sample. No product deficiency was identified.